Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the guidezilla¿ was removed from the patient's body by simply pulling out. The patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, when a non-bsc cathteter was advanced together with the guidezilla¿, it was noted that the tip portion became stuck in the lesion. When the guidezilla¿ was further advanced, a kink which is about a third of the tip was observed. The procedure was completed with a different device. No further patient complications were reported.